Manufacturer narrative:
Using device programming and therapy history to determine the minimum expected longevity for this ICD, we confirmed that the device fell short of originally labeled longevity expectations. The battery status indicators of prizm family devices can be tripped by either battery voltage or charge time. Analysis revealed that this device declared eri based on charge time rather than by battery voltage. The device was unable to use all available battery capacity, which resulted in shortened longevity relative to original expectations. Guidant (now boston scientific crm) distributed updated longevity estimations in january, 2004. Longevity estimates for prizm he devices remain unchanged.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had declared end of life (eol). The patient did receive shocks after eol had been declared in which a charge time greater than 45 seconds was observed. The patient had atrial fibrillation with rapid ventricular response which was successfully converted. The device was explanted due to normal battery depletion. No adverse patient effects were reported. Initial laboratory analysis found the device did not meet longevity expectations per programmed values.